Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after a supply change in which the cartridge appeared one-quarter full, declined a factory reset, and then completed a full guided supply change after which insulin delivery resumed and the cartridge was full; the user was new to the pump and had recently eaten, and the event was suspected to involve air in the cartridge or holding the button while drops were present. Symptoms included hyperglycemia with a reported peak of 240 mg/dl lasting about 20 minutes. Outcomes included temporary elevation of glucose without medical intervention or hospitalization. Investigation included troubleshooting and user education through a guided supply change. Investigation of this case revealed that the pump functioned as intended after proper setup and priming, and the issue was consistent with use error related to cartridge fill or priming rather than a component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error with cause otherwise unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.